Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a shocking sensation at her ipg site while recharging. This occurs with stimulation on or off, and the shocks occur directly over the ipg site. A replacement charger was sent to the patient to address the issue.